Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Lot number : unknown/not provided. UDI : unknown as the lot number was not provided. Catalog : unknown as the lot number was not provided. If implanted; give date: n/a (not applicable). The viscoelastic is not an implantable device. If explanted; give date: n/a (not applicable). The viscoelastic is not an implantable device; therefore, not explanted. (B)(6). Device evaluation: since no sample was returned for investigation product evaluation is not performed and a product deficiency is not confirmed. Manufacturing records review: manufacturing record review cannot be performed since the lot number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that healon gv pro ophthalmic viscosurgical device (ovd) was used in normal cataract procedure. Procedure was done without any complications. Visible ovd removed extra carefully due patient condition, glaucoma capsulare. After surgery, first post op check presented with intraocular pressure (iop) measured 50. Pressure normalized with needling. Second post-op check, pressure rose again to level 50. Pressure normalized again with needling. Patient started a medication with asetatsoliamidi and pressure was in the next check at level 30. Patient is now followed 1-2 week periods if pressure will normalize and no other operations will be needed. The device was discarded. No additional information provided.